Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. The following day during the post operation check, the atrial lead had a significant increase in capture threshold and was micro dislodged. The lead was repositioned successfully. The patient was stable.